Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a cracked battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette latch error. The product fault occurred during testing. There was no patient involvement.